Event description:
Customer alleges that the seat upholstery is wearing, the footrests not locking, and the footplate is coming loose when flipping it up and down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model alb19hbfr serial number/date code (B)(4) is of unknown age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleges that the seat upholstery is wearing, the footrests not locking, and the footplate is coming loose when flipping it up and down. No injury alleged.

Manufacturer narrative:
(B)(4). Issued mfg. Report #9616091-2012-00117. This is a foreign manufacturer. No RMA has been initiated for this issue. Model alb19hbfr serial number/date code (B)(4) is of unknown age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.